Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("experiencing excessive and abnormal bleeding during"), weight increased ("weight gain") and headache ("severe headaches"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, menorrhagia, weight increased and headache outcome was unknown. The reporter considered headache, menorrhagia, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("experiencing excessive and abnormal bleeding during/menorrhagia (heavy menstrual bleeding)") and headache ("severe headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, weight increased and headache outcome was unknown. The reporter considered abdominal pain, headache, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2010 and (B)(6) 2009. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New event: abdominal pain was added. Plaintiff's information updated. Date of insertion updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting vaginal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("experiencing excessive and abnormal bleeding during/menorrhagia (heavy menstrual bleeding)") and headache ("severe headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, weight increased and headache outcome was unknown. The reporter considered abdominal pain, headache, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2010 and (B)(6) 2009 and (B)(6) 2010. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information, other relevant history added. Real fu was received and there is no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting vaginal. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("experiencing excessive and abnormal bleeding during/menorrhagia (heavy menstrual bleeding)") and headache ("severe headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, weight increased and headache outcome was unknown. The reporter considered abdominal pain, headache, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6)2010 and (B)(6)2009 and (B)(6)2010. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report